Event description:
It was reported by customer that they had experienced low blood glucose levels and upon inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 25 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined further troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.